Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d4(serial); d10(concomitant med products). The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
The complainant reported continuous suction at p2 during veno-arterial extracorporeal membrane oxygenation (va ECMO) support with a flow of 4.0 lpm. The procedure was completed successfully, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.